Manufacturer narrative:
Evaluation results = device history review found the product met specifications when released for distribution. Analysis: the device was received in a light glutaraldehyde solution in the original product packaging jar. The sewing ring was received damaged. The sewing ring is discolored showing evidence of blood contact. All leaflets are flexible. Small to large tears in the right cusp along the left right commissure, associated with a sharp object, appear to have occurred during implant. A tear in the tunica of the right cusp on the inflow adjacent to the left right inferior coaptive area, associated with a sharp object, appears to have occurred during implant. The right non-coronary and non- coronary left commissures are intact. Tears are noted in the right cusp along the left right commissure. Review of the device history record shows that the product met manufacturing specifications when released to distribution. Conclusion: reduced performance attributed to implant technique, as cuts were observed on the leaflets of the valve. The valve was explanted and replaced without reported patient complication.

Event description:
Medtronic received info that this bioprosthetic aortic valve was abandoned during implant, due to tears that occurred at the top part of the stent post. This observation was made as the ratcheting mechanism was removed from the valve, after the valve had been sutured into place. The valve was removed and replaced without reported complication.